Event description:
On (B)(6) the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began about a month prior to contacting lfs. The patient reported obtaining blood glucose results of "155, 128, and 80 mg/dl" with the subject meter and within 30 minutes obtaining blood glucose results of "95, 99, 51 mg/dl" on an accucheck compact meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known how the patient manages her diabetes or if she made any changes to her normal diabetes management due to the alleged issue starting. The patient denied developing symptoms as a result of the alleged issue. The patient mentioned treating herself due to the alleged issue. However, it is not known why she treated herself or when/ how. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using an approved sample site and that the patient was using the correct test strips (stored in an undamaged vial). The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the patient denied developing symptoms as a result of the alleged issue. In addition, it is not clear how or why the patient required treatment. However, this complaint is being reported as a malfunction because the results being compared exceed lfs's criteria for accuracy testing. Additionally,

Manufacturer narrative:
On (B)(4) 2012 -device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan (lfs) product analysis on [(B)(4) /2012] with the following findings: the meter has passed testing with no faults found. The test strips involved in this complaint have been requested back for evaluation. However, as of (B)(6) 2012, they have not been received by lfs. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.